Event description:
It was reported that device has fluctuating temperature during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 07-nov-2025. One device was received for evaluation in used condition. The reported issue could not be replicated during testing. The device tested normally during functional testing. The device was not repaired at the time of this investigation due to a shortage of printed circuit boards. The device has been placed on hold and will be repaired and returned to the customer once the part becomes available.